Manufacturer narrative:
Event site telephone: (B)(6).

Event description:
It was reported that during the flushing process of the pressure monitoring kit, water leakage was found. There was no patient harm. Manufacturer's ref#: (B)(4).